Manufacturer narrative:
(B)(4).evaluation summary: the analysis results for the mst11 instrument (a,b and c) found that it was returned in good condition and out of its sterile package. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported stating that the packaging for 3 of the 5 probes were not sealed completely. There was no patient involvement.